Manufacturer narrative:
Results: no photos or samples were received in the (B)(4) plant for evaluation therefore failure mode could not be verified and root cause could not be determined. A DHR was completed and no defects were found. No quality notifications were issued for this batch complaints received for this device and reported condition will continue to be tracked and trended conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd¿ syringe with bd luer-lok¿ tip was found leaking saline as fluid was found behind the plunger rod while attempting to flush the infusion line through a c-100 phaseal bag adaptor. There was no report of injury or medical intervention needed.